Event description:
It was reported that the pt received a znn cmn nail 10mmx21.5cm 130r on the right side on (B)(6) 2013. During the surgery "the short cm nail was opened, and placed on the targeting device upon which it was inspected and checked to ensure alignment of the targeting holes. After insertion and placement of the lag screw the distal targeting did not line up with the distal holes in the nail. The nail was retightened and another attempt was made to no success. No distal screws were utilized."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure can not be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).